Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section references) that the pump will alarm (high pressure) if the pump detects an occlusion; this does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.

Event description:
It was reported that the device kept alarming (occlusion, call for help). The device was turned off and on and attempted to restart. It worked for a few cycles then it started to alarm again. No patient injury was reported.